Manufacturer narrative:
Additional recall # 2018-12, 2018-16 and 2018-017. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. Fse performed the repair per recall # 2017-002-c, 2018-12, 2018-16 and 2018-017. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 27oct2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-900 operator's manual, under section 5- system preparations was reviewed. 5.6 preparing the reagent vial: place the sample diluting solution and pretreatment reagent in the reagent rack. Press the key alongside the display. The rt. Open led below the screen blinks for a while. When the led changes to a steady lit state, the cover is unlocked. The message "if reagent is changed, please register on inventory screen" appears. Open the reagent tip cover. Note: only when the reagent tip cover is open, the information on reagents can be registered on the inventory screen. Unless the reagent tip cover is open, the message "reagent registration not available! Try again when reagent/tip cover is open" will appear. The most probable cause of the reported event was due to the door latch requiring adjustment.

Event description:
The customer reported that after changing and attempting to register the sample diluting solution (sds) on their aia-900 analyzer, they received the message "reagent registration is not available; try again when door is open". The door for the analyzer was open when the message appeared. Technical support instructed the customer to reboot and retry, but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for human chorionic gonadotropin (hcg), luteinizing hormone (lhii), progesterone (prog), and estradiol (e2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.